Event description:
It was reported that during a routine follow-up, noise oversensing on the right ventricular (rv) lead, was discovered. The oversensing resulted in pacing inhibition with less than 2 seconds of asystole. Subsequently, this lead was abandoned surgically and replaced, during a normal device change out. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.